Manufacturer narrative:
The complainant reported the patient experienced atrial fibrillation and ventricular tachycardia. The root cause of the injury was unable to be determined due to insufficient clinical details. The complainant reported difficulty removing the device. The root cause of the removal issue was unable to be determined as insufficient clinical details were provided.

Event description:
It was reported that an impella 5.5 was implanted to support a patient during coronary artery bypass graft surgery. While on support, the patient experienced atrial fibrillation with rapid ventricular response. Amiodarone was administered. When the patient was later moved to a chair, they experienced atrial fibrillation with rapid ventricular response again. Ventricular tachycardia was also reported. When the doctor tried to remove the impella through the graft and met resistance, the decision was made to open the patient's chest and explant that way. The patient survived.

Manufacturer narrative:
The investigation into the reported issues has been completed. No device was received for evaluation. The root cause of the arrythmia was unable to be determined due to insufficient clinical details. The root cause of the removal issue was unable to be determined as insufficient clinical details were provided. The device passed all post sterile inspection checks.